Event description:
Sentinel probe broke through the sentinel probe cover. It was discovered during the procedure. After the surgeon used the probe. He laid the probe on the pts abdomen, the surgical tech noted the tip in the cover immediately after use. The probe was immediately removed from the field and a tegaderm was placed on the abdomen where the probe laid surgeon is aware of the event and does not suspect a piece of the cover to be in the patient. No known injury to the patient.